Event description:
It was reported by the customer that a unspecified bd nexiva¿ 18g catheter was leaking. The following information was provided by the initial reporter: verbatim: customer also had an 18 gauge of the same brand catheter. No adverse effects to the patient. Yes, there was leakage. Once needle removed from IV after insertion, blood came out of the end where the needle is removed from. In all instances the IV was removed and a new one placed. One on 18 gauge.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported by the customer that a unspecified bd nexiva¿ 18g catheter was leaking. The following information was provided by the initial reporter: verbatim: customer also had an 18 gauge of the same brand catheter. No adverse effects to the patient. Yes, there was leakage. Once needle removed from IV after insertion, blood came out of the end where the needle is removed from. In all instances the IV was removed and a new one placed. One on 18 gauge.